Manufacturer narrative:
Results: the benchmark was fractured approximately 3.0 cm from the hub. The device was kinked approximately 9.5 cm and 71.0 cm from the hub. The device was ovalized from approximately 76.0 ¿ 77.0 cm and from 97.0 ¿ 98.5 cm from the hub. Conclusion: evaluation of the returned benchmark confirmed a kinked device. If the device is forcefully retracted from the packaging at extreme angles or otherwise mishandled during preparation, damage such as kinks may occur. Further evaluation revealed additional kinks, a fracture, and ovalizations. If a kinked device is further manipulated, the kink may worsen into a fracture. Based on the reported complaint and the return condition, some of the kinks, the fracture, and ovalizations were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The neuron select 5f catheter (5f select) packaged with the benchmark was also returned. Evaluation of the returned 5f select revealed an undamaged device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, a benchmark 6f 071 delivery catheter (benchmark) was inadvertently bent while being removed from the packaging. The damage to the benchmark occurred prior to use and, therefore, the benchmark was not used in the procedure. The procedure was completed using another benchmark.